Manufacturer narrative:
This case was assessed as reportable to the FDA as the event stroke (stroke) was deemed to meet serious injury criteria of necessitated medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure. The device history record could not be reviewed as the lot number was not reported.

Event description:
This spontaneous report was received from a us physician and concerns a 23-year-old male patient. He was injected with radiesse, for a jawline treatment (off label use of device). In 2023, (reported as recently prior to this report) after the radiesse injection, the patient experienced a stroke. He was admitted to the emergency room. As reported, radiesse was not reversible. The outcome of the event was unknown. In the opinion of the reporter, radiesse likely caused the stroke.